Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed hepatic dysfunction. The causal correlation between the left ventricular assist system (lvas) and the hepatic dysfunction was low but undeniable as the patient did not have a history of organic hepatobiliary abnormalities or drug induced illnesses. A computed tomography (CT) scan showed increased brightness in the liver but no iron overload. The patient later improved spontaneously.

Event description:
It was reported that the patient developed hepatic dysfunction. The causal correlation between the left ventricular assist system (lvas) and the hepatic dysfunction was low but undeniable as the patient did not have a history of organic hepatobiliary abnormalities or drug induced illnesses. A computed tomography (CT) scan showed increased brightness in the liver but no iron overload. The patient later improved spontaneously.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This document lists hepatic dysfunction as an adverse event that may be associated with the use of the heartmate 3 lvas. A specific cause for the hepatic dysfunction, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.